Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 20019.